Manufacturer narrative:
Mesh was received in a fragmented condition from hospital, condition of mesh is such that analysis cannot be performed. The attending surgeon believes the displacement was not due to any failure of the product.

Event description:
Resorb-x mesh plates were removed from pt due to bony displacement. During second surgery, it was noted that the resorb-x mesh plates were intact and pins were fixated to bone. Fixation was replaced with titanium implants.